Manufacturer narrative:
The reported observation of ¿cannot connect to generator¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was related to the patient¿s procedure.

Event description:
It was reported that the patient underwent an unrelated surgery without putting their system in surgery mode. As a result, their ipg became inoperable. Surgical intervention took place where the patients ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.